Manufacturer narrative:
Concomitant medical product: 5086mri52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high thresholds. The physician decided to reposition the lead and it remains in use. No patient complications have been reported as a result of this event.